Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: it was reported that the patient had continuum cup - biolox delta head implanted on (B)(6) 2013 and it was revised on (B)(6) 2015 due to pain. Review of received data: first page of the revision surgery report dated september 21, 2015 was received: pre-op diagnosis: right hip iliopsoas tendinitis with retroverted acetabular component procedure: revision of acetabular component at right hip, with complete release of iliopseas tendon. One page of an operation, which happened on an unknown date, is received and it does not convey any valuable information. Attorney letter was received. It states the patient had pain and underwent revision surgery. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed from and showed that the product combination was approved by zimmer biomet. Root cause analysis: inflammation cannot be related to a single specific failure mode. Based on the given information, a root cause analysis is therefore not possible. However, all possible causes that might be leading to the issues reported are listed in dfmea. Conclusion summary: according to the event, patient underwent revision surgery due to pain after 2 years 4 months in-vivo time. First page of the revision surgery report indicates the reason of the revision as iliopsoas tendinitis (inflammation). Neither x-rays nor devices or photos of the explanted implant were received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Moreover, inflammation cannot be related to a single specific failure mode. In conclusion, due to significant lack of information, it is impossible to perform a meaningful root cause analysis of the reported event. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The lot number of the device was received. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. Zimmer biomet¿s reference number of this file is cmp-(B)(4).

Event description:
It was reported that the patient was implanted a biolox® delta, ceramic femoral head, s, ø 32/-3.5, taper 12/14 on an unknown side on (B)(6) 2013 and the patient underwent revision surgery on (B)(6) 2015 due to pain.